Event description:
Report received from the USA stating that the device experienced "overheating". The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was not received by depuy synthes power tools. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).